Manufacturer narrative:
Visual inspection under 30x magnification indicates lead was cut or snipped approx. 5 cm distal of proximal terminal pin, with evidence of flared coil wire ends. X-ray of lead confirms no portion of the j stiffener was received and confirms no coil wire fractures. J retention wire could not be verified due to the partial condition.

Event description:
Device analysis is provided.